Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Undersensing was reported on the device. Technical support reviewed the remote care session records and suspected interference or static electricity resulting in a sensing anomaly. Device reprogramming is anticipated. The patient was stable.